Manufacturer narrative:
Correction for section d10; missed entry in initial MDR, updated per registration form.

Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. The right atrial (ra) lead was found dislodged via chest x-ray imaging. The ra lead was explanted and replaced on (B)(6)2025. The patient had no adverse consequences.